Manufacturer narrative:
The main component of the system and other applicable components are: product ID: 8709, lot# j10834r14, implanted: (B)(6) 2001, explanted: (B)(6) 2016, product type: catheter. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a company representative regarding a patient receiving an unknown drug via an implantable pump. The in dications for use were non-malignant pain and other non-malignant pain. It was reported that during a pump replacement for normal eos (end of service) the healthcare provider discovered that the catheter had been disconnected from the pin connector. The issue was diagnosed with surgical exploration. No patient symptoms reported. Additional information received reported that the catheter had become severed at the spinal site. The catheter had not been disconnected. No troubleshooting had been performed. The catheter was replaced.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.